Event description:
Device 2 of 3. Reference MFR report # 1627487-2019-02201. Reference MFR report # 1627487-2019-02203. It was reported that patient was having ineffective therapy, despite multiple programming attempts. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. Postoperatively, patient had effective therapy.